Event description:
Blood was noted in the 8 fr. Iab catheter and into the system 98 pump. The contact stated that the pt went on to expire and the facility is attributing the pt's death to the event. Event complications: the pt expired-reported 10/2/00. Pt's current status: expired-rpt'd 10/2/00.